Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. The account communicated that the patient made the decision to end lvad support. The account also reported that everything was working well from a vad perspective. No reports of any device issues were received. An analysis of the log file provided by the account revealed that a low flow alarm was nearly constant throughout and that two pump stoppages occurred on (B)(6) 2016. Although a specific cause for these stoppages could not conclusively be determined through this evaluation, the pump continued to operate until (B)(6) 2016 at 08:55 when the driveline was disconnected. Additionally, a low battery advisory alarm was flagged at 05:51 and remained active throughout the remainder of the log file; the alarm did not appear to have been responded to. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 10 months post-implant, it was reported that the patient made a decision to end their life on (B)(6) 2016. Prior to the event, no concerns with the lvad performance were reported. Review of the system controller log files by the manufacturer's technical services representative showed a low battery advisory alarm initiated on (B)(6) 2016 which appeared to have not been responded to. No further information was provided.